Event description:
Pt was supposed to receive gemzar over 30 min. The pump was programmed correctly however at end of 30 minutes, the pump beeped as if infusion complete with approximately 50 cc left in the bag.